Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow up and a CT scan revealed that the aneurx stent graft has migrated distally with no endoleaks. Per the physician, the cause of the migration cannot be determined. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Internal film review: review of 9-yr and 6-months post-implant cta's revealed that the patient had an aneurx stent graft system implanted. The lowest renal is on the left side. The bifurcate is currently positioned with the top of the graft fabric ~ 3.5 cm below the left renal artery. The contra gate opened on the left side. A contra limb was implanted into the contra gate with ~ 2.5 cm overlap, and was extended with another limb. The contra limbs crossed the ipsi limb and was implanted into the right common iliac artery. The ipsi limb of the bifurcate was extended with another limb into the left common iliac artery. The distal right/contra limb appeared to have been extended with a stent from an unknown manufacturer. The bifurcate main body to the suprarenal aorta was angulated ~ 80 deg l-r and 40 deg a-p. The proximal segment of the infrarenal aortic neck was aneurysmal and contained moderate amount of thrombus. The max diameter of the aortic neck measured ~ 5 cm and the flow lumen diameter measured ~ 3 cm. The proximal bifurcate od measured ~ 30 mm, and the vessel diameter at the same level measured ~ 5 cm. There was ~ 5 mm of displacement between the first stent ring of the contra stub and the stent ring just above the bifurcate. A portion of the stent apices near the flow divider had fractured off from the stent graft and was still embedded in the vessel wall. Despite the loss of proximal stent graft seal, stent displacement and stent fracture, no obvious contrast was seen outside of the stent graft or within the aneurysm sac. The limbs were patent. No other obvious stent graft issues were observed. The max aneurysm diameter measured ~ 4x4.5 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.